Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her son (the patient) alleging a power issue with the pump. She claimed the pump would not turn on. The reporter did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had a power issue. However, there is no evidence that the device contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the black box history showed no power loss events. No damage was noted to the battery compartment or cap. The pump booted to the verify screen and was exercised for 24 hours without power loss. The pump was opened and no damage was found to the power circuit. Unrelated to the complaint, the display screen was found to be miscolored. Also unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.